Manufacturer narrative:
The subject device was decontaminated and forwarded to quality engineering for evaluation. The scissor tip assembly, and what appears to be a torn shrink tubing was returned for review, the scissor tip was visually examined, no obvious damage was noted with the exception of the shrink tubing not attached. The tip was installed on a known good hand piece and was cycled open and closed. The device functioned without binding and was able to fully open and close. The shrink tube was examined under magnification. The section examined was cleanly cut, which would indicate that the shrink tube may have been in contact with a sharp object. The source of the contact was not determined. The scissor tips are subject to 100% cut testing and visual inspection prior to shipment.

Event description:
During a lap chole the black plastic (heat shrink) on a disposable scissor tip came apart and had to be retrieved from the patient's abdomen. There was no harm to the patient.